Event description:
It was reported by the patient¿s father-in-law that he found the patient on the floor, appearing incoherent and close to losing consciousness. At the time she was found, the dexcom g7 continuous glucose monitor reportedly displayed a blood glucose value of 55 mg/dl. The patient was transported to the hospital and admitted to the intensive care unit on (B)(6) 2026. Upon evaluation at the hospital, she was informed that her blood glucose level was in fact above 300 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with insulin therapy. Due to her unconscious state, a feeding tube was placed. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.